Event description:
Paramedics used the device in an attempt to externally pace a 51 yr old male. The pt was diagnosed as asystolic, apneic and described as cold. The pt was last seen approx 8 hours prior to their arrival. While transporting the pt to the hosp, the ECG trace allegedly disappeared from the display. All other display data (battery icons, spo2, heart rate) continued to be displayed. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.